Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional manufacturer narrative. This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The original date of awareness was reported as (B)(6) 2015. The information for this follow-up report was noted on 10/8/2015. Corrected data: life threatening and required intervention to prevent permanent impairment/damage were added because the ventilator required change out.

Manufacturer narrative:
The carefusion technical support specialist in conjunction with the user facility representative determined that the most likely cause of the reported event was a malfunctioning user interface module (uim). The alleged faulty user interface module (uim) was received into the carefusion factory service department for evaluation. The carefusion factory service technician evaluated the user interface module (uim) and was able to reproduce/verify the reported event. The factory service technician determined that the root cause of the failure was a malfunctioning control pcba pn: 52340 sn: (B)(4) rev.g. The factory service technician replaced the control pcba and ran the user interface module (uim) through a complete checkout per the factory service procedures. Upon completion, the user interface module (uim) was returned to the user facility ready to be reinstalled on the device so that the device can be returned to service. This is a known issue and carefusion has initiated an internal corrective action request through our corrective and preventative action system to address this issue.

Event description:
The following description of the event was reported to carefusion by the user facility via a phone conversation on (B)(6) 2015. Not on patient. (B)(4) is biomed, says that every time the vent is powered up the uim comes up blank/dark or with lines running across it. He would like rga# to return for flat rate repair.&#62282; the following description of the event was copied from the user facility medwatch report received by carefusion from the FDA on july 14, 2015. Title: xxxxx.. Event desc: respiratory therapist at the bedside of a three month old infant in the nicu. The viasys avea screen went blank. The respiratory therapist could not hear the viasys avea ventilator cycle. The three month old infant was removed from the viasys avea. The respiratory therapist manually ventilated the patient until another viasys avea ventilator could be brought to the bedside and setup. The infant's heart rate and oxygen saturation remained stable. No untoward patient effects. What was the original intended procedure? Respiratory support for premature infant device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working) device usage problem: device malfunction "that is, the device did not do what it was supposed to do"